Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2020. On (B)(6) 2020, the patient experienced pain which increased at the sensor site, redness developed, and expanded from the back of the arm down to the elbow. The patient was evaluated by a healthcare personnel (hcp), diagnosed with cellulitis, treated with antibiotics via intravenous (IV) therapy, and discharged on 09/04/2020 with antibiotics. No additional patient or event information is available.